Event description:
The hosp reported that during a coronary artery bypass graft surgery, the pt suffered an aortic dissection. The surgeon indicated that the aortic cutter may have made a slightly bigger hole than usual and the seal did not fit well. A partial occlusion clamp was then used to complete the case. It is unclear when the aortic dissection occurred. The hosp reported that somewhere between the placement of the seal and the occlusion clamp a tear on the aorta was noticed. A graft repair was done on the tear. No further pt complications have been reported. The hosp, also, reported that the surgeon could not blame the heartstring for the dissection. Pt is described to have a very thin aorta.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.